Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was performing a revision shoulder arthroscopy, revising a previous labral repair by cutting and shaving out previously implanted suturetape fiberlink. During the process the inner blade partially broke but it is still attached. This caused the outer blade to become notched and the shaver to lock up. There was no retained material inside the patient. The procedure was completed using a more aggressive shaver (4.0 excalibur). Additional information obtained 07/28/2020: the patient had a labral repair surgery sometime in (B)(6) 2019 to repair a buford complex. The revision was being performed due to over tightening of the shoulder. The specific arthrex product used in the original procedure, the original procedure surgeon name and facility are all unknown and have not been provided by the revising surgeon. The specific products original implanted are not known. However the sales rep who was present during the revision states the part is believed to be ar-7535. The anchor bodies and eyelet were not removed during the revision procedure. Just the suturetape fiberlink from the anchors was cut and shaved out. Reporter states the device did not hit bone or another instrument during use. Dualwave inflow only tubing was being used during the procedure and there was no interruption of irrigation flow through the device during its use.